Event description:
This complaint is now reportable based on device analysis completed on 10/11/2007. It was reported that during a percutaneous coronary interventional (pci) drug-eluting stenting procedure, a shaft fracture occurred. The lesion was located in the very tortuous mid to proximal left anterior descending artery (lad). The lesion was severely calcified and 90% stenosed. It was reported that the taxus liberte 3.50 x 20mm stent would not cross the lesion. Resistance was encountered on insertion. The procedure outcome is unknown. No patient injuries or complications were reported. The patient's condition is reported as "good."

Manufacturer narrative:
Device analysis: a visual and microscopic examination of the device revealed that the shaft polymer extrusion had broken approximately 15.8cm distal from the port region. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing documentation for this batch number found that the device met its material, assembly, and product specification. The most probable root cause of the reported complaint is operational context due to anatomical/procedural factors encountered during the procedure.